Event description:
It was reported that pump showed malfunction alert while customer was refilling pump and could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump until replacement arrived, and technical support confirmed warranty status, arranged shipment of replacement pump, provided instructions for storage mode and pump return within specified time, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.